Event description:
Customer reported intermittent low rbc (red blood cell) results with low hct (hematocrit) and elevated mch (mean cell hemoglobin) and mchc (mean cell hemoglobin concentration) on patients and controls when using the coulter lh 500 hematology analyzer. The customer also reported hearing a grinding noise when the front section of the bsv (blood sampling valve) as it rotates when switching modes. Error conditions of rocker bed errors were also being generated, including incomplete tube forward, cannot rock bed, and cannot move cassette on bed. Erroneous test results were not reported out of the laboratory. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, beckman coulter field service engineer (fse) evaluated the instrument and found that the bsv (blood sampling valve) was binding when it would rotate due to the probe wipe arm being misaligned. The fse aligned the probe wipe arm and verified that bsv movement is now free of obstruction. On (B)(4) 2014, the fse replaced rocker bed module to repair the instrument. This MDR is related to the following mdrs reported for nine (9) patients analyzed from (B)(6) 2014 with one same patient having been drawn on two separate days. The events occurred on the same instrument over different days. 1061932-2014-00575, 1061932-2014-00576, 1061932-2014-00577, 1061932-2014-00578, 1061932-2014-00579.